Event description:
Pt was revised to address suspected eccentric poly wear. Minimal wear of the liner was found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.